Event description:
It was reported that during an initial device and lead implant procedure, the physician realized that the right atrial lead was dislodged after connecting to the header. The physician tried several times with hex wrenches to loosen the set screw on the header but could not loosen it. The right atrial lead and the device were removed. New lead and device were implanted successfully. Patient was fine post procedure.

Manufacturer narrative:
Analysis found the atrial setscrew was firmly stuck in the connector block due to epoxy in the setscrew and connector block thread areas. The epoxy in the threads has the effect of locking the setscrew in place when the setscrew is tightened into it. The setscrew could not be untightened by the torque wrenches due to the effects of the epoxy.correction: the return information was not previously provided. Return date was (B)(6) 2017.